Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient was recovered from the event (previously reported as recovering). No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On same day as onset, the patient began treatment for the peritonitis with injection (inj.) Fortum (2 grams (gm), frequency and route not reported), inj. Vancomycin (1 gm, frequency and route not reported) and inj. Heparin (1000 iu [international units]) in each bag for three days, intraperitoneally, frequency not reported). The action taken with dianeal and extraneal therapy was not reported. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. No additional information is available.